Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display. The customer stated that the display was not blank, but there was no response from any buttons and the time did not change. The customer also stated that a no delivery alarm and a long constant tone had occurred. The customer then stated that the frozen display persisted after a five minutes and two hours battery rest. Nothing further was reported.